Event description:
New information received notes that the right ventricular (rv) lead was explanted and replaced on (B)(6) 2025. The patient condition was not known.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the episodes recorded noted that the right ventricular (rv) lead exhibited noise oversensing resulting in pacing inhibition. Programming changes were suggested but no changes or interventions were performed. There were no patient consequences.

Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion that breached the outer insulation and exposed the outer coil proximal to suture sleeve tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.